Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) informed me a post op x-ray from a mako hip on (B)(6) 2018 looked less inclined than he expected. I have a picture of the post-op x-ray. The session file has been uploaded to the complaints folder under "complaint (B)(6) 2018 (B)(6) hip" the crisis logs are uploaded to the same folder in complaints with the session file. Post op xray attached case type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 297 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 16 other reported events (B)(4). Conclusion: the discrepancy in cup inclination is observed where the systems reports 40 degree and but the post-op x-ray shows about 23 degree. This rotational error is partially contributed by the failed pelvic registration with inaccurate landmarks picked by the user.

Event description:
Dr. (B)(6) informed me a post op x-ray from a mako hip on (B)(6) 2018 looked less inclined than he expected. I have a picture of the post-op x-ray. The session file has been uploaded to the complaints folder under "complaint (B)(4)" the crisis logs are uploaded to the same folder in complaints with the session file. Post op xray attached. Case type: tha.